Event description:
It was reported that tandem mobi pump generated cartridge alarm 34, and caller noted prior similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details and lack of signature requirement, instructed customer to place current pump in storage mode and return it within 10 days using provided materials, and advised customer to enter pump settings and connect continuous glucose monitor to replacement pump once received.